Event description:
Pt returned with pain in umbilicus and omentum attached to patch. Mesh was explanted.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer and the product code was not provided. No device history record review was conducted since the lot number of the device was not provided. A follow-up report will be submitted upon receipt of any relevant additional information that is obtained.